Event description:
A caller reported experiencing a cartridge alarm issue. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue with consecutive cartridges and resolved it by arranging for a replacement pump.